Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit. The cause of the event was due to worn ion-selective electrode (ise) seals.

Manufacturer narrative:
The sodium electrode lot number was fba00 with an expiration date of 08-sep-2026. The qc was out of range, but got within range when repeated. The field service engineer (fse) found that the ion-selective electrode (ise) seals were worn. He verified the vacuum nozzle/sipper nozzle, replaced the ise seals, and cleaned the ise syringes. He then flushed the ise vacuum nozzle and the vacuum solenoid. The customer replaced the probe. Ise checks, calibration, qc, and precision studies were performed, and they were within specifications. The customer then tested the samples for patient 1 and patient 2, and the results were comparable. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas pro ise analytical unit. Patient 1: initial result: 151.5 mmol/l. Repeat result: 139.2 mmol/l. Patient 2: initial result: 150.2 mmol/l. Repeat result: 137.3 mmol/l. The physician questioned the initial results, prompting the repeat of the samples for patient 1 and patient 2 on a different cobas pro ise analytical unit. The repeat results were deemed to be correct.